Event description:
Physician used an angiosculpt device to treat the right coronary artery (rca). After several attempts, he could not get the device to cross the lesion. Physician attempted to remove the angiosculpt device but got stuck on the bmw guide wire (not manufactured by angioscore). Physician removed the angiosculpt device and the guide wire together. The physician successfully completed the case using other devices. The patient was not injured or harmed during the procedure. It was noted that the physician has had two other devices (sprinter and integrity, both not manufactured by angioscore) get stuck on the bmw guide wire in the past two weeks.

Manufacturer narrative:
Patient weight is unknown. The hospital declined to provide the information. The angiosculpt device got stuck on the bmw guide wire (not manufactured by angioscore). Physician removed the angiosculpt device and the guide wire together. Rewiring of the lesion resulted in prolongation of the case. There was no clinical injury reported by the physician. The angiosculpt device was returned with the guide wire intact. There is evidence of slight uncoiling at the distal floppy end of the guide wire. Visual inspection of the balloon section of the device found that the guide wire uncoiled inside the guide wire lumen. The returned guide wire could not be removed from the angiosculpt device. It cannot be determined with 100% certainty whether or not the angiosculpt device caused or contributed to the malfunction. Angioscore ptca instructions for use (IFU) states that if unusual resistance is felt when catheter is manipulated, carefully remove the entire system (catheter and guide wire).